Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device malpositioned') in an adult female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos from 2013 to 2014 and depo-provera from 2009 to 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), heavy menstrual bleeding ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), melatonin, and surgery (laparoscopy, excision of endometriosis,bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, alopecia, weight increased, heavy menstrual bleeding, dysmenorrhoea and fatigue outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff was told by her physician that she should have the device removed. However, she is unable to afford the procedure at this time. She wants to have essure removed due to the symptoms she has experienced since essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dyspareunia, device dislocation, pelvic pain. Lot number: b53032, manufacturing date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device malpositioned') in an adult female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos from 2013 to 2014 and depo-provera from 2009 to 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and dyspareunia ("pain during intercourse"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), heavy menstrual bleeding ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), melatonin, and surgery (laparoscopy, excision of endometriosis,bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, alopecia, weight increased, heavy menstrual bleeding, dysmenorrhoea and fatigue outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff was told by her physician that she should have the device removed. However, she is unable to afford the procedure at this time. She wants to have essure removed due to the symptoms she has experienced since essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  dyspareunia, device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: pfs received: case become incident, device removed, essure removal date was added, reporter was added. .we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.